Manufacturer narrative:
The (B)(6) ae assessor spoke to the v-go user for further investigation of the redness, infection and a welt at the infusion site where the needle was. V-go user reported that about 6 days ago(B)(6) 2022 when patient applied the new v-go in the morning patient felt a sharp pain and throughout the day patient felt a burning sensation with the 3 bolus clicks patient takes with meals. When patient took the vgo off patient noticed blood on the needle, redness, swelling and the area felt hot. The site is 2 inches to the right of the navel. The area is the size of a quarter at the infusion site and feels deep, firm and hard. Currently there is some discharge. Patient hcp prescribed bactrim on (B)(6) 2022 but patient pharmacist declined to fill the prescription because it interacts with his other medications and medical issues. Patient medical history includes bladder cancer and multiple surgeries in patient abdominal area. Patient has been managing the redness, welt and infected area with warm compresses several times a day which has made some improvement. Patient bg level on (B)(6) 2022 was 198-300s. Most recently his bg level range is 140-200s mg/dl (average per his continuous glucose monitor is 198 mg/dl for this last week) and is having bloodwork done tomorrow for an a1c. Patient realizes these bg levels are elevated, does not believe he is getting all the insulin including on (B)(6) 2022 but is waiting for medical support from his hcp to improve his bg level. An infection can contribute to higher bg. The v-go user also mentioned the adhesive is very difficult to remove and he has to scrub so hard to remove it; this may be contributing to irritation of his tissue. Patient changes the v-go every 24 hours, cleans the area with alcohol, and rotates the infusion site on his abdomen. Patient is concerned that the multiple abdominal surgeries which his hcp has told him caused extensive scarring may be affecting his insulin absorption. Patient has not been monitoring the insulin viewing window but plans to start. Ae assessor strongly encouraged the v-go user to contact his hcp urgently for medical and blood glucose management.

Event description:
The patient reported having a welt and redness at the infusion site where the needle was. The patient mentioned that the area was infected.